Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. Treatment was not reported. The cause of death was not reported. It was not reported if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Reference: (B)(4). The role of quality control software in peritoneal dialysis center continuous quality improvement (cqi). Protocol number: (B)(4). The death occurred during a non-baxter clinical study initiated by a physician in (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.